Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: textured breast implants due to the patient¿s concern and capsular contracture grade unknown. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown.

Event description:
Patient reported a right side exchange of textured breast implants due to the patient¿s concern with the product. Later healthcare professional reported "capsular contracture". The device was explanted, replaced and will not be returned.